Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the reported telemetry failure. The failure mode was cleared during testing and could not be re-established. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated before implant; the icm was never implanted. There was no patient involvement.